Event description:
Patient was on portable monitor with use of pads and noted with lethal rhythm in which portable monitor was charged to 200 j ready to fire but never released the charge. Discharge button pressed several times but 200 j was never released to defibrillate patient. Portable monitor was immediately switched to another monitor to complete intervention.